Event description:
It was reported that this lead was repositioned due to loss of capture and sensing issues. No adverse patient events were reported. Should additional in formation become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.